Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system revealed quick convert anti-tachycardia pacing (atp) accelerated the patient's rhythm into ventricular fibrillation (vf). A subsequent 41j shock converted the arrhythmia successfully. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.